Event description:
Surgeon observed that one set up, esu would not work and displayed error code 16.bio-med inspected machine and confirmed error code 16 - i.e. "Diagnostics/microcontroller malfunction t_on average test failed.bio-med contacted the manufacturer and learned that the manufacturer had a "no-charge upgrade" which would eliminate that problem. The facility had received any prior communication of a problem in connection with that concern. However, since manufacturer has an up-grade to correct that problem, this is not an isolated problem. Possibly manufacturer should consider doing a field correction on all such devices. No patient complications resulted from this problem.device is being returned to manufacturer for repair.